Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, this is a u.s. Legal complaint. At this point, no information regarding the revision has been provided. Without supporting clinical/medical documents, a thorough investigation cannot be performed. When the information becomes available, this complaint will be re-assessed. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.

Event description:
It was reported that a revision surgery was performed due to dislocation. The patient presented multiple episodes of instability. In addition to this a closed reduction of the patient¿s left hip was performed but unsuccessful. The patient¿s doctor decided to do a revision of the constrained liner.